Event description:
Lead management case to remove three leads due to cied system infection. The ra lead (4568 implanted 2001) and the rv lead (4076 implanted 2010) were removed without complication using only a stylet. The lv lead (4195 implanted 2010) prepped with an lld and the physician applied traction. The lead would not release so the physician decided to use a 12f sls. No adhesions were encountered by the sls until reaching the cs ostium. The physician used short laser bursts lasting approximately 1 second a piece until the lead released. Upon pulling the lead out the patient's blood pressure dropped and the patient was transferred to the cvor. A sternotomy was performed discovering a tear in the cs ostium; the tear was successfully repaired and the patient survived the intervention. Upon further examination of the lv lead it was noted that a large amount of myocardium was present on the distal tip of the lead. The physician believes that while pulling the lead through the coronary sinus the lead caused the tear. This report is being made due to the sls also having been used in the same vascular area as the injury and because it cannot be known with certainty whether the lead or the sls caused the damage.

Manufacturer narrative:
The device is being retained by the facility per their internal protocol. It is not available for investigation by spnc.